Event description:
It was reported that leak from blue site of the safestep. Customer change a new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hub leak is confirmed but the exact cause remains unknown. One opened 20 ga x 0.75 in safestep infusion set was returned for evaluation. The packaging indicated lot: aseyf110. The safety mechanism was returned fully activated. The proximal luer connector was flushed with water using a 12ml syringe and no leaks were observed. The distal clamp was activated in order to pressurize the device. A bead of fluid was observed to form at the blue valve in the y-site. No apparent damage or deformation on the valve was noted. The leak was non-continuous and was observed to occur when experiencing pressure. Beads of fluid may occur at the valve septum during certain infusion/aspiration conditions. The product IFU states ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ since a bead of fluid was observed to leak, the complaint is confirmed but the exact cause remains unknown.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of aseyf110 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leak from blue site of the safestep. Customer change a new one.